Event description:
It was reported that a vns patient experienced an increase in seizures and was hospitalized for four days. The relationship of the increase in seizures to the prevns baseline level is unknown. Followup with the treating physician revealed that the seizures are much better now. The physician did not know the cause of the increase in seizures. Diagnostic testing showed vns to be functioning properly.